Manufacturer narrative:
The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 4 weeks post-implant, it was reported that the pt experienced low flow alarms, decreased pulsatility index (pi) and pump thrombus. The pt had a pump exchange to another manufacturer's pump.